Manufacturer narrative:
The investigation for the high purge pressure has been completed. The product was not returned for investigation. Data logs show that 18 hours into the case purge pressure begins to rise over a period of around 10 hours. Then there is a sudden rise in purge pressure over 11 minutes with drop in purge flow. This is after increasing p-level. There are no motor current (mc) spikes. The purge pressure and purge flow do not recover. The root cause of the high purge pressure issue was most likely gradual biomaterial buildup. The instructions for use for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6-med dev prob code 1491. Added- d6a/d6b h6-impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. During support, a purge system blocked alarm message displayed intermittently. Motor current was monitored, and tissue plasminogen activator (tpa) on purge was started. The first bag of tpa was still running with no change in purge pressure or purge flow and intermittent purge system blocked alarm. P-level was decreased to p-6. The patient remained on impella pump support, and was noted to be stable.